Manufacturer narrative:
A ge service representative performed an on site investigation. Replaced the external interface board and checked integrity of connector. Reviewed system logs and made test fluoro exposures. Could not duplicate the reported problem. Replaced fluoro function board and power supply. Checked system operation and found it to be working as intended. System placed back into service.

Event description:
It was reported that a connector on the 9800 system was broken, and system will not terminate x-rays. No pt injury was reported.